Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had foreign material on the grip and universal cord. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.